Event description:
It was reported that the right ventricular (rv) lead exhibited noise shortly after this pacemaker system was implanted. Setscrew issues were suspected by boston scientific technical services (ts). A chest x ray was recommended to check the integrity of the lead and to determine if the lead was fully inserted into the header of the device. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise shortly after this pacemaker system was implanted. Setscrew issues were suspected by boston scientific technical services (ts). A chest x ray was recommended to check the integrity of the lead and to determine if the lead was fully inserted into the header of the device. Additional information was received that the x ray was performed and set screw was confirmed to be in place. The physician suspected air in the header of the device. No adverse patient effects were reported. At this time, this device system remains in service.